Event description:
It was reported that while injecting herself with an unspecified bd insulin syringe, the consumer had the needle break off in her injection site. The consumer was evaluated in an emergency dept where she had multiple x-rays taken. The consumer stated that it was recommended that she leave it in place and she was given an antibiotic to help prevent infection.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).